Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Pulled tampon out, only half of a tampon there- vagina, retained [foreign body in reproductive tract]. Painful - vagina [vulvovaginal pain]. Only half of tampon in vagina when pulled it out [device breakage]. Pulled tampon out in the morning, there was only half of a tampon there [complication of device removal] . Case narrative: consumer reported via e-mail that she pulled tampon out and only half of a tampon was there. No serious injury reported.